Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states, during an enteral feeding line assessment, the clinician noted leaking from the bottom section of the spike connection. The clinician noted that this leaking issue had occurred on several sets. The feeding set was discontinued from the patient and sent to biomedical engineering for review and reporting where they found leaking right at the bottom of the twist spike assemble where the tubing is fused to the spike.